Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent prematurely deployed and became damaged. The patient presented with a chronic total occluded (cto) lesion in the moderately tortuous and severely calcified left superficial femoral artery (sfa). Following pre-dilation, a 7 x 40 x 130 innova¿ was advanced contralateral however the stent delivery system (sds) was unable to pass through the ostium of the lesion. At that time, the distal stent began to prematurely deploy from the sds and the stent became slightly lifted. The stent remained in the sds and was removed from the patient. The procedure was completed with a different stent. There were no patient complications.